Event description:
It was reported that customer experienced cartridge alarms during insulin delivery that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support, but alarm continued, so pump replacement was arranged under warranty, customer planned to use multiple daily injections as backup therapy, and customer was instructed on storage mode, transferring pump settings, reconnecting continuous glucose monitor, and returning malfunctioning pump using pre-paid label.